Event description:
During a cholecystectomy procedure a portion of the sleeve from a laparoscopic instrument appears to have broken off inside the pt. The sleeve piece (part of the diaphragm of the 10/11 mm sleeve) was noted to be inside the pt on removal of the instrument and subsequently removed by the attending surgeon.